Event description:
It was reported to covidien in 2008 that a customer had an issue with a dialysis catheter. The customer stated that the caps cracked, and the catheter had to be replaced.

Manufacturer narrative:
Submit date: 12/15/2009. An investigation is currently underway. Upon completion, the results will be forwarded.